Event description:
It was reported that during the procedure following three treatments the gray button that retracts the needle popped off making it impossible to retract the needle. The physician was unable to manually retract the needle, it was observed the seal was not secure and the physician was able to remove the needle by hand with little or no force. The local anesthetic used was a prostate block. The procedure was unable to be completed without clinical consequences to the patient.